Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was not returned. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine. This event occurred during patient use dwell 5/5. The home patient (hp) was connected at the time of the alarm and did not disconnect anytime prior. The machine had a system error 2240 in drain 3/5 and as per the registered nurse (rn) the transfer set was leaking. Hp will call the rn and finish with manual bag. There was patient involvement and there was no patient injury or medical intervention associated with this event.